Manufacturer narrative:
Additional information: d10, h3 plant investigation: companion samples were returned to the manufacturer for physical evaluation. The companion samples were visually inspected and were found that the cassettes are acceptable. No damages were found. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period no leaks were found. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm drain 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was reported to be constipated. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There was a hole observed on the upper part of the section that splits both mushroom heads. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. Pd effluent cultures were taken by the clinic and the results were negative. The cycler set used by the patient is available at the clinic. The patient has received a new cycler. The reported cycler has been returned to the manufacturer for physical evaluation.